Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String came off - tampon [device breakage]. While trying to remove tampon...string came off....difficult to remove tampon [device difficult to use]. Case narrative: consumer reported via e-mail that the string has come off the tampon during removal. No injury reported.

Event description:
String came off - tampon [device breakage]. While trying to remove tampon...string came off....difficult to remove tampon [device difficult to use]. Case narrative: consumer reported via e-mail that the string has come off the tampon during removal. No injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
String came off - tampon [device breakage]. While trying to remove tampon...string came off....difficult to remove tampon [device difficult to use]. Case narrative: consumer reported via e-mail that the string has come off the tampon during removal. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.